Event description:
Additional information has been received stating the haptic was noticed to be broke before surgery. There was no patient contact.

Manufacturer narrative:
Additional information provided in b.5., and h.10. Due to the new information provided in b.5. This record is no longer reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was defective. Additional information has been requested.